Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had an infection at the implantable neurostimulator (ins) site. An exam was done on (B)(6) 2015 and erythema was noted at the wound site. No pain was reported and there were no signs of infection. Laboratory testing was done and the patient blood was taken for crp. Interventions included prescribing antibiotic medication on (B)(6) 2015 in case crp was raised. Another exam on (B)(6) 2015 found the wound site was healing well. Crp was found to be raised at 8 so the patient was advised to complete course of flucloxacillin previously given. An exam on (B)(6) 2015 found no further signs of infection. The etiology was not related to the device or therapy and related to the implant procedure. The outcome was resolved without sequelae on (B)(6) 2015.